Manufacturer narrative:
This follow up report is being submitted to report additional information. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty due to a history of pain in the left hip. Subsequently, the patient was revised due to elevated metal ion levels and pain. It was noted in the legal documents that there was abnormal amount of heavy metal levels in the blood. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes provided. The operative notes demonstrated the patient was revised due to elevated metal ion levels. During the revision, pseudocapsule was noted to have black areas and were debrided. Metallosis and osteolysis were identified around proximal femur and behind acetabular shell. After making several attempts to remove the head, it was noted that there was some lysis around the proximal femur. It was then felt that the stem should be removed. After the stem was removed from the femur, there was a fairly good sized wedge of bone still affixed to the stem. This was removed from the stem on the back table and saved for later. The greater trochanter was noted to be fracture from the shaft as well but still had all of it soft tissue attachments including the vastus lateralis and the hip abductors. The cup was removed as well. Review of the device history record identified no deviations or anomalies would contribute to reported event. Additional information does not affect the root cause of previous investigation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated against the complaint. Visual inspection found scratching on the inner radius. Foreign material was also observed on the inner radius. The surface finish has become dull and hazy. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Pt info: ni. Concomitant medical products: m2a-magnum mod head size 46 mm catalog#: 157446 lot#: 744460. M2a-magnum 42-50 taper insert standard catalog#: 139256 lot#: 607990. Taperloc porous femoral 7.5 x 135 catalog#: 103202 lot#: 192430. This report is based on the initial information and the information from investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04038-1. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent a total hip revision surgery approximately seven years post primary surgery, due to unknown reason. Attempts have been made and additional information on the reported event is unavailable.